Event description:
It was reported the pt was being treated for atrial fibrillation with an ablation. Double transseptal punctures were completed with a brk-1 needle and 8.5f sl-1 braided sheaths. After the transseptal's were complete, the physician had trouble drawing blood back from the sl-1 sidearm. A long clot was removed and both sheaths appeared to be allowing air into the sheath. The seal was not consistent and blood was returning up the sidearm even under pressure. The sheaths were replaced with new sl-1 sheaths that worked fine for the remainder of the case. No pt problems were encountered.

Manufacturer narrative:
Two 8.5f braided swartz introducers were rec'd for eval with a dilator fully engaged. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The two returned introducers were confirmed to leak at the valve. Add'l testing revealed damaged to one seal in both devices. It is uncertain how the damage to the seal occurred.